Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information provided. Complete entry = (B)(6).

Event description:
The account generated false depressed sodium on a patient sample that repeated higher when processing on the architect c4000. On (B)(6) 2022, sid: (B)(6) (male, ethnicity is south asian and indian) generated sodium of 101 mmol/l but the sample was repeated the next day sodium of 142 mmol/l and gem 3500 method sodium of 138 mmol/l (arterial sample). No additional patient information provided. No impact to patient management was reported.

Event description:
The account generated false depressed sodium on a patient sample that repeated higher when processing on the architect c4000. On (B)(6) 2022, sid (B)(6) (male, ethnicity is south asian and indian) generated sodium of 101 mmol/l but the sample was repeated the next day sodium of 142 mmol/l and gem 3500 method sodium of 138 mmol/l (arterial sample). No additional patient information provided. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending data, device history record review and labeling associated with the ict serum cal in use on the customer's architect c4000 analyzer. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends. Review of device history records did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the ict serum cal in use on the architect c4000.